Event description:
It was reported that this right ventricular (rv) lead was surgically repaired due to insulation breakdown so as the lead repair kit was used. No electrical continuity and noise were noted. The procedure was intendedly for prophylactic repair. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically repaired due to insulation breakdown so as the lead repair kit was used. No electrical continuity and noise were noted. The procedure was intendedly for prophylactic repair. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Device codes.